Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter. Product return status: 14 devices were received. Evaluation findings (results/components): 14 devices: wear problem / bearings. Product disposition: 14 devices: scrapped by stryker. Additional information: 14 devices were not labeled for single-use. 14 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 14 events for the failure: detachment of device or device component. - 14 events had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 13 events for the failure: detachment of device or device component. 13 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99036. Supplemental rationale: corrected data: b5, h1, h6, h11: 14 events were previously reported during the reporting quarter; however, 1 event was reported in error. 13 previously reported events are included in this follow-up record. Product return status: 13 devices were received. Evaluation findings (results/components): 13 devices: wear problem / bearings. Product disposition: 13 devices: scrapped by stryker.